Manufacturer narrative:
G4: 27apr2020. B4: 27apr2020. H10: h8: usage of device: reuse submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The customer reported that the ventilator produced the "blower temperature too high" diagnostic code. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. The customer evaluated the device and confirmed the reported problem. The customer replaced the blower assembly and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.

Manufacturer narrative:
G4: 15aug2020, b4: 20aug2020. A blower motor assembly was returned for analysis. A visual inspection of the returned component was performed, and no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed, and the product analysis technician reported that the root cause was isolated to a mechanical failure of the blower motor assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.